Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasion at 7.6 cm to 8.1 cm and 15.3 cm to 15.8 cm from the connector pin. The abrasions were consistent with constant friction to another implantable device.